Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
A lawsuit alleged that the patient experienced complications. No further details were provided. The lead remains in use. It was later reported by the patient that the patient's lead "failed" and "broke." Additional information has been requested, however, it is not available. The patient also indicated that the lead has been inactivated and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A lawsuit alleged that the patient experienced complications. No further details were provided. The lead remains in use. It was later reported by the patient that the patient's lead "failed" and "broke". Additional information has been requested, and was later received and indicated that the clinic has no record of the lead failing. The last entry for the patient's lead indicates a good threshold and that the patient's device was inactivated on 2009 (B)(4) per the patient's request. The patient also indicated that the lead has been inactivated and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received the lead displayed high impedance and a fracture was confirmed. The lead was capped at the time the device was removed.